Manufacturer narrative:
Multiple documented attempts have been made to gain additional info; however these attempts have been unsuccessful. A system service check of the veris monitor and additional applications training will be offered to the site. Based on the limited info reported, we are unable to determine if the veris monitor contributed to the alleged event. In the event additional info is obtained, a follow-up report will be submitted.

Event description:
A pt with an admitting diagnosis of psychomotor delay with persistent ductus arteriosus was undergoing a MFR of the brain when she suffered a cardiac arrest that was allegedly undetected by the veris monitor resulting in death.